Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The intracranial (icp) catheter was placed but it showed a negative reading on the monitor. The catheter was removed and a new catheter was placed to resolve the issue. There was no patient injury reported. There was a delay in surgery due to the product problem. Additional information was requested and on (B)(6) 2015, the following was provided by the customer. The icp catheter was implanted on (B)(6) 2015 on a (B)(6) female patient. The monitor read a negative reading of - 1 post-operatively on (B)(6) 2015. Revision was done at bedside on the patient floor that same day. There was no procedure delay.

Manufacturer narrative:
Integra has completed their internal investigation on 03nov2015. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device the catheter was connected to test monitor 420-6, (B)(4)(cal due (B)(6) 2015); after a system self-check delayed, the monitor displayed an initial readings of -16mmhg. The catheter was then zeroed and tested in accordance with (B)(4); the catheter met requirements. The catheter was then connected to test monitor mpm-1, (B)(4)(cal due (B)(6) 2014) and performed the stability test, ref. (B)(4). The catheter met specifications. The customer reported 110-4bt lot 305000294601. The customer returned one 110-4bt ,serial number (B)(4), lot 305000294140 mfg 30-dec 2013, exp.30 nov 2016. A review of batch history record lot. Lot 305000294140 indicates that lot met requirements before released to finished goods complaint history, model 110-4xxx, from aug-2014 through jul-2015 reviewed; there were seven other complaints that issued with complaint code (B)(4), and two of them were confirmed. The failure rate percentage is 0.01%. The reported customer complaint that the catheter ¿showed a negative reading on the monitor¿ was not verified. The returned catheter was tested for functionality and met all functional test criteria. The catheter was also tested for forward and reverse leakage and met the photometer test criteria. The catheter was also tested for stability and met all stability test criteria. It was noted that the potentiometer on the catheter examined prior to functional testing and the position of the potentiometer was in its original position indicating that the catheter was not zeroed prior to insertion. The instructions for use state that ¿if the camino does not read zero after a short system self-check delay, use the tool from the catheter kit to turn the zero adjustment on the bottom side of the transducer connector until the camino display reads zero¿. The most probable root cause of the reported customer complaint is due to the end user not performing the zero calibration prior to insertion per the catheter directions for use.